Manufacturer narrative:
The unit was visually and functionally examined. Mechanical and electrical functional tests were conducted with the catheter. Visual inspection found some of the irrigation holes were occluded with blood, but did not affect the continuity, resistance or simulated ablation tests. Catheters are 100% inspected in-process and at final inspection for electrical and mechanical integrity to ensure they met the specification requirements. The cause for the reported effusion/tamponade remains unknown. Vascular perforation is an inherent risk as stated in the instructions for use (IFU).

Event description:
It was reported that the watts were dropping and when the catheter was pulled out, the catheter appeared to be occluded. Priming was attempted with minimal flow. Patient ended up having a pericardial effusion/tamponade but is unsure of the relationship with the catheter. This was an atrial fibrillation case ablating on the left side at 40 watts 42 degrees.